Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via contralateral approach. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery (sfa). After the guidewire was crossed from the right femoral artery to the start of sfa, a 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the second inflation at 14 atmospheres for 30 seconds, the balloon ruptured and a pinhole was noted. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition after the procedure.